Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: there was evidence of unexplained pump reboots observed in the black box following a basal delivery on (B)(6) 2017. The pump powered on with the returned battery cap; the cap was able to fully tighten and measured within specifications. The battery compartment was cracked with no evidence of contamination inside. A 24 hour basal program was run with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of damage or moisture internally. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.